Manufacturer narrative:
Per -4028 final report. This report is being submitted following identification on the aoanjrr that a revision had taken place. This revision had not been reported to corin previously. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The cleaning method, the sterilization method and sterile barrier system used to package trinity dual mobility / taperfit devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the modular head and ecima insert after approximately 3 weeks due to infection.

Manufacturer narrative:
(B)(4) initial report. This report is being submitted following identification on the aoanjrr that a revision had taken place. This revision had not been reported to corin previously. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity dual mobility revision of the modular head and ecima insert after approximately 3 weeks due to infection.